Event description:
Complainant alleged that the medics were attempting to monitor the heart rhythm of a pt, using physio control brand electrodes with the device, but the device displayed a "defib pad short" message. The pt subsequently expired.